Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2003 the plaintiff was implanted with a sparc sling system to "treat pelvic organ prolapse and/or urinary incontinence". It was alleged that the plaintiff was "experiencing pain, infections, urinary problems, pain with urination and pain with sexual intercourse some time after implant". It was also alleged that the plaintiff "returned to her physician several times", "suffered and continues to suffer, serious bodily injury and harm", and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.